Event description:
It was reported that a pump keypad had a "stuck" #2 key. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the #2, #3, #4, #5, #6, #7, #8, #9 and (.) Key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. When #1 key is pressed 12 will be displayed. When in alphabetic mode and the "abc" key is selected, ad will be displayed interfering with the mdl drug search). Baxter has initiated a CAPA to investigate the reported event. The pump keypad was replaced.